Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information not provided by reporter. For 510k#: device is not distributed in the united states, but is similar to device marketed in the USA (B)(6). Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. Device history records was conducted. The report indicates that the: manufacturing location: bettlach, manufacturing date: 24 september 2015, expiry date: 01 september 2025, 04.027.053s / lot 9654995. No ncr's were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that a surgery to apply (B)(6) pfna for intertrochanteric femoral fracture was held on (B)(6) 2016. During the surgery, the reported blade interfered with a nail hole during its insertion. As a result, the edge of the blade chipped and remained in the patient's body. The surgeon removed the reported blade and inserted another one. He decided not to remove the chip of the blade in question out of the patient's body and completed the surgery. There was a 5-minutes surgical delay. This complaint involves 2 parts. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
A manufacturing evaluation was completed: blade received worn and with a damaged tip. By the tip section one edge broke off like reported in the complaint description. The measured diameters did conform to the specifications. The surface and recess is slight worn due use. A provided functional test with pfna-impactor article 356.823 passed. The blade could be attached, locked and unlocked as intended. No manufacturing related fault could be detected. Device broke during insertion; device not considered implanted/explanted. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.